Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 55 units. Reportedly, the cartridge was filled with 230 units of insulin. Blood glucose level was 129 mg/dl. During troubleshooting with tandem technical support, the customer reported that air was not being removed from the cartridge. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.